Manufacturer narrative:
The director of surgical services further reported that the (foreign) clip was discovered 12 procedures/patients later from the procedure where it initially misfired. There were no reports of channel restriction in the previous procedures. When the clip initially misfired, the scope was cleaned at the bedside as per protocol, again manually cleaned in the decontamination process and put through the automated endoscope reprocessor (aer) machine for high level disinfection (hld). As the staff did not see the clip during any of these cleanings, it was assumed that the clip fell out during the machine cleaning. There are no reports of bleeding on the first patient due to the misfired clip. The doctor was marking and tattooing the sites for future endoscopies when the clip misfired. The clip¿s misfire was not mentioned in the notes as it was noted that the doctor had placed 4 clips with 2 at each site where the two larger sigmoid colon polyps were located. Due to the perceived low risk by the doctor, the patient that the clip fell into was not tested for cross contamination nor did she receive prophylactics. The referenced scope was returned for evaluation of the reported foreign "clip was stuck in the channel". A review of the service history indicated the scope was purchased on (B)(6) 2019 with no repair records. A visual inspection was performed on the scope and found scrape marks inside the distal end of the instrument channel. There was a scrape mark that runs from the distal end up until the middle portion of the instrument channel. There were no damages located inside the suction channel. The scope passed the water dunk leak test. There were no foreign objects stuck within the instrument or suction channels. The clip that was reportedly stuck inside the channel, was not returned with the scope for testing. A test brush and forceps that are compatible with this model were inserted/withdrawn through the channels and did not have any restrictions. Additionally, the service group noted the distal end light guide lens was cracked, the bending section cover glues were cracked and the scope passed the leak test. The scope was repaired and returned to the user facility. Based on the evaluation, the damage (scrape marks) within the channel can be attributed to the reported clip or an open, broken, or incompatible instrument being inserted into the channel. The exact cause of the reported " was stuck in the channel" could not be determined. However, as part of the investigation, an endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. Their last reprocessing in-service was (B)(6) 2019 when the facility implemented their newer scopes. If additional information becomes available, this report will be supplemented accordingly. As a preventive measure, the instruction manual provides caution/warning that states, (chapter 3 preparation and inspection), before each case, prepare and inspect this instrument as instructed below. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end.

Event description:
The service center was informed that towards the end of a colonoscopy with snare polypectomy, the director of surgical services reported that when the doctor experienced resistance in suction while in the transverse colon the doctor inserted a brush into the channel when a foreign clip fell out and into the patient. The clip was retrieved from the patient via snare. The procedure was completed. No patient injury was reported.

Manufacturer narrative:
As part of our investigation, an endoscopy support specialist (ess) visited to the user facility to observe the staff¿s reprocessing practice and provide a reprocessing training. The staff mentioned that after the clip had misfired they withdrew the scope and sent a brush through the biopsy channel, felt no resistance with the brush, then sent a biopsy forcep down with no resistance. Suggested to staff if a similar incidence occurs to send the scope in for service immediately. The ess conducted an in-service that included all pre-cleaning, leak testing, manual cleaning, and storage information contained in the reprocessing manual. Also observed staff's reprocessing steps and noted no deviations. As result of the reported event, the ess recommended the user facility check for compatibility of device, advance and withdraw devices in a secure position, try not to pass devices through resistance from the channel, and send in the scope for service if similar incidence occur.

Manufacturer narrative:
On december 19, 2019 the service center received medwatch report# mw5091534 that states, "during a colonoscopy where clips were being deployed, one misfired, and subsequently became lodged within the channel of the scope. This was not discovered, however until (B)(6) 2019 when the clip was expelled with a large polyp that had just been removed. After investigation, during the original event, resistance was felt when trying to advance another clip, so that colonoscope was removed from the field and the procedure completed with another scope. The affected scope was sent for cleaning and disinfection per usual. Brushes were then run through the channel without resistance, however no clip was found and thought to have been removed during rinsing or while trying to advance the other device on the field. Since resistance was met previously but no longer, the clip was thought to be no longer in the channel. The scope was then ran through the evotech per usual. No alarms engaged and the disinfection ran the normal course. This colonoscope was then put back in service and used on 11 more patients. During the procedure for the 8th patient, clips were again used. No resistance was felt, clips were deployed without incident. During the procedure on (B)(6) 2019, the clip was dislodged from the channel after the md was trying to suction up a large polyp without success. Upon pushing out the polyp out of the channel, the clip came out with the polyp. We were able to confirm this clip did not belong to this patient. The clip was removed. It was decided not to send for any testing, since it had been used on numerous patients and successfully ran through the cleaning and disinfection process, passing the resi-test each time. Upon discovery of the retained on (B)(6) 2019, the scope was removed from service and sent to the MFR for inspection. The scope in question was a refurbished scope purchased from olympus. The clip used in the events mentioned were boston scientific resolution clip 360. Ref(B)(4), lot # 22962620. Used on all there occurrences during the initial misfire on patient 1((B)(6) 2019), patient 2((B)(6) 2019) no adverse events, and patient 3((B)(6) 2019) when clip from patient 1 was discovered. FDA safety report ID#(B)(4)." A follow up was conducted to the user facility regarding the dates in the medwatch and the director of quality and compliance clarified that the following: the first occurrence (initial dislodge of clip) was in (B)(6) 2018; (B)(6) 2019. The second clip deployment without incident was on (B)(6) 2019. The final patient (dislodging of clip) occurred on (B)(6) 2019.